Event description:
It was reported that the patient was in status epilepticus. Further communication was received that the patient was home and "doing much better" once the physician made medication adjustments. No further relevant information has been received to date.